Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusion system was not running on battery. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The software power manager data logs were received by the manufacturer for further evaluation. The manufacturer subsidiary site has ordered a new power manager module.